Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the air/water valve appeared to be a black silicone material but otherwise could not be identified. A definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of foreign material in the nozzle was confirmed. They also noted scratched and dirty air/water cylinder. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported a foreign object in the opening of the air/water valve of a new evis eus ultrasound gastrointestinal videoscope. The customer alleged buying the device 2 months ago. The sales department was facilitating training and discovered the air/water valve was tightly closed and cannot be removed. After they removed the button from the air/water cylinder, they observed a black silicone or rubber in the cylinder. They were able to successfully remove part of the foreign material and part is removed in the grip bag attached to the scope handle. There was no patient involvement.